Event description:
It was reported that stent premature deployment occurred. A 5.0mmx19mmx150cm express vascular sd stent was selected for use. However, prior to introduction of the device to the patient, it was noted that the stent deployed from the balloon. The device was never used inside the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent. The balloon catheter was not returned for analysis. The stent was microscopically examined. One end of the stent is slightly damaged/smashed. There is no other damage to the stent and the remainder of the catheter was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as no event date was provided.

Event description:
It was reported that stent premature deployment occurred. A 5.0mmx19mmx150cm express vascular sd stent was selected for use. However, prior to introduction of the device to the patient, it was noted that the stent deployed from the balloon. The device was never used inside the patient.